Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion. Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on an unknown sample. Repeat testing was performed. With same sample and new ID now covid-19 assay and generated positive results. Confirmation testing was not performed. Although requested, per the customer, no additional information will be provided.